Manufacturer narrative:
This report is submitted on march 22, 2022.

Event description:
Per the clinic, the patient experienced pain and a dislodged magnet during an MRI (1.5 tesla). Revision surgery was performed on (B)(6) 2022, to reposition the magnet; however, the surgery was not successful to resolve the issue. Clinical management of the patient is ongoing. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.